Event description:
Plaintiff alleges being diagnosed as suffering from type-I latex allergy after exposure to latex gloves. She alleges she suffered from allergic rhinitis, dermatitis, shortness of breath, itchy and watery eyes, wheezing, and angloedema, facial swelling and urticarla. Further alleges suffering great loss and depreciation of her earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.